Manufacturer narrative:
(B)(6). This device is not available for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
There was difficulty advancing the 120cm outback elite re-entry in the pseudo lumen and the physician confirmed that the lt marker was out of the proper position based on angiography. The outback was removed, and it was noted that the distal end of the shaft was kinked. There was no reported patient injury. The intended procedure was stent implantation for chronic total occlusion (cto). The 80-100% occluded target lesion in the left superficial femoral artery (lsfa) was severely calcified with moderate vessel tortuosity. The device was stored and prepped as per the instructions for use (IFU). All the specified ports of the device were properly flushed. The ports were flushed, followed by a 30-second delay, and then flushed again. The needle/cannula was fully retracted prior to the insertion of the wire. The device was not used to re-entry. The device was engaged in the true lumen from the front puncture. The device will not be returned for evaluation since it was discarded in the hospital due to infectious disease.

Manufacturer narrative:
A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
There was difficulty advancing the 120cm outback elite re-entry in the pseudo lumen and the physician confirmed that the lt marker was out of the proper position based on angiography. The outback was removed, and it was noted that the distal end of the shaft was kinked. There was no reported patient injury. The intended procedure was stent implantation for chronic total occlusion (cto). The 80-100% occluded target lesion in the left superficial femoral artery (lsfa) was severely calcified with moderate vessel tortuosity. The device was stored and prepped as per the instructions for use (IFU). All the specified ports of the device were properly flushed. The ports were flushed, followed by a 30-second delay, and then flushed again. The needle/cannula was fully retracted prior to the insertion of the wire. The device was not used to re-entry. The device was engaged in the true lumen from the front puncture. The product was not returned for analysis. A product history record (phr) review of lot 17860363 revealed no anomalies or non-conformance during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿catheter tip/distal tip kinked/bent - in-patient¿ and ¿marker band (outback) offset/out of position - in patient¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Procedural factors or vessel characteristics of an 80-100% cto, severe calcification and moderate vessel tortuosity may have contributed to the reported event. According to the safety information in the instructions for use ¿precautions if strong resistance is felt during catheter manipulation/delivery, determine the cause of the resistance before proceeding further. Consider using a 3¿4 mm balloon at low atm to dilate points of resistance, as needed, along delivery track. If the cause cannot be determined, withdraw the outback elite re-entry catheter. Excessive rotation, bending or kinking of the outback elite re-entry catheter may affect its performance. Withdraw the outback elite re entry catheter if it becomes excessively kinked. Excessive calcification at the site of re-entry may impair performance.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.